Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, when the customer tried to remove a tip up fenestrate grasper instrument, they were unable to remove it and a piece fell from the instrument into the patient's anatomy. The fragment was retrieved without any harm, but they were unable to remove the instrument from the cannula. The or staff replaced the broken tip-up instrument with a back-up tip-up, and proceeded with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. Received the tip-up fenestrated grasper instrument involved with this event. Failure analysis was able to confirm the reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.209 x 0.305 was not returned with the instrument. This failure is typically associated with mishandling/misuse.